Event description:
It was reported that the system with a cardiac resynchronization therapy pacemaker (crt-p) and this non boston scientific right atrial (ra) lead has been showing unstable pacing impedance values to high, out of range values. The patient appears to be in chronic atrial fibrillation, so no observation of noise. Under sensing has been observed on stored events. Various options were discussed as the cause for the observed behavior. The device was recommended to be reprogrammed. The crt-p and this ra lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).